Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The sample initially resulted in a na value of 129 mmol/l. Due to receiving a low na value for a sample that was tested 20 days ago, the customer has been repeating samples with initial values below 134 mmol/l. The sample was repeated, resulting in a na value of 135 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer replaced the sample probe, sample arm tubing, vacuum nozzles, and a sample syringe. The dilution cups were cleaned. No further issues were reported by the customer after these actions were performed. The investigation determined the issue was resolved by the service actions, but a specific root cause could not be determined based on the multiple actions carried out.